Event description:
My wife and I were looking for a different lubricant and decided to get a water-based ky product. We've used different ky in the past with no issue so we felt this would be a good option. Unfortunately, soon after we started using it, we both felt an intense, very uncomfortable "heat" - so intense it was painful. Shocked, we checked the label again and verified it said nothing about "heat" or "warm" or any such thing.